Event description:
Procedure: hemorrhoid. According to the reporter, after applying the purstring suture and introducing the pressure plate, it was knotted above the middle hole. The pressure plate was connected. The instrument was closed for release. The area was stapled, and the surgeon had not experienced the usual feeling, that there is a resistance at the release. At the opening, the staff could observe the pressure plate became re-connected during the closure. The staples were not in b-form. The process had to be repeated and functioned. There was no patient injury. The handle was not difficult to actuate. There was no unanticipated loss of patient tissue. There was damage to patient tissue, as the staples that did not close hand to be removed with a pincer from the tissue. There was unanticipated blood loss, however, the blood loss was less than 250ccs. Operating room time was extended more than 30 minutes. Grade 3-4 hemorrhoid procedure, third hole utilized.

Manufacturer narrative:
(B)(4).